Event description:
It was reported that the cassette would not attach properly. Per reporter, this was an out of box failure and the event occurred before infusion. There was no patient involvement and no patient harm/adverse event reported. Analysis of the device found that the downstream occlusion (dso) sensor was stuck.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed that the device was in good condition. Service history identified that the device was previously serviced on (B)(6) 2024 and the downstream occlusion (dso) seal was replaced as it was found to be faulty. Evidence found in event history log shows that "11:17:21 am (B)(6) 2024 cassette not attached properly" was displayed multiple times. Functional testing was able to duplicate the reported problem. The investigation determined the reported problem was caused from the dso sensor being stuck at 131mv. The dso sensor was replaced.